Event description:
Healthcare professional reported a xen®45 gts "the injector was unusually rigid and tended to get stuck" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Device analysis: the slider knob of the injector was observed between the start and end positions, the needle was found extended, and the bevel selector was found in the center position. The needle cover was detached from the injector, and the retention plug and cam lock were not returned. A stent was not observed within the returned packaging. It was unknown whether the stent is within the injector. An indentation on the cam window with another slight indentation right across from it on the immediate opposite side of the cam window (what appears to be a defect/molding issue) was observed. Based on this observation, and upon review of the description of event/problem and overall nature of the complaint, the category/subcategory of component ¿ broken/damaged component was additionally assigned to this complaint. Sample investigation: the sample was evaluated per (B)(4) version 1.0. A visual evaluation of the xen injector was performed, and no additional damage was observed. The expected results for the category/subcategory of component ¿ broken/damaged component were not met due to the indentations on the cam window. It is unknown why indentations were observed on the cam window. Additional evaluation was requested for trelleborg sealing solutions (tss) to identify a root cause. For the category/ subcategory of injector - slider resistance: despite the indentations observed, a functionality test was performed to determine whether resistance is observed during slider knob actuation. During the functionality test, resistance was observed as the slider knob was actuated through the indentations (which did not meet the expected results) , and resistance was observed as the slider knob passed through the indentations while retracting it to the start position (which did not meet the expected results). Upon actuating the slider knob, a stent was not observed to deploy. It was determined that the stent was likely deployed prior to receipt and not returned within the injector. The slider knob passed through the indentations while retracting it to the start position. The probable cause for the resistance observed during the functionality is the likely the indentations in the cam window. Investigation result: the category/ subcategory of component ¿ broken/damaged component is verified based on the testing results in the sample investigation. The category/ subcategory of injector - slider resistance is verified based on the testing results in the sample investigation.

Manufacturer narrative:
Device analysis: upon receiving the complaint unit, the tpm quality engineer actuated the unit. Upon reaching the indentation, the slider stopped and would not actuate past the indentation without excess force being applied. The indentation was in the location where the lock is placed. In an attempt to recreate the failure, a separate completed injector was used, and rather than remove the lock as intended by pulling it out from the injector, it was twisted out. Upon removal of the lock using this twisting motion the resulting damage to the injector was a close match to the damage on the complaint unit. Based on the investigation, the probable cause of the damage to the injector is a result of improperly removing the lock from the injector by the end user. There is no indication the complaint unit damage was a result of the manufacturing process. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported a xen®45 gts "the injector was unusually rigid and tended to get stuck" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Event description:
Healthcare professional reported a xen®45 gts "the injector was unusually rigid and tended to get stuck" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.